Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
During a voice of customer study the following feedback was received: clinician (radiologic technician) said extension tubing connected to autoguard product would pop off or get loose during power injection. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event did not specify which connector. Clinician expressed some doubt that the extension tubing placed in the emergency department or by the emt was rated for power injection.